Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the device collected about 25 cc's of blood and then stopped functioning. None of the collected blood could be re-infused. The account was unable to provide info if the pt required a blood transfusion from either a blood bank or pre-donated blood. There were no adverse consequences reported for this event.